Event description:
It was reported that the hypothermia pad began to leak during preparation of the surgical center for a scheduled surgery. It was reported that there was patient involvement however no injury or medical intervention was reported. It was reported that the surgical procedure needed to be canceled and rescheduled for the following day.

Manufacturer narrative:
This issue could not be confirmed as the pad was not returned for evaluation. The issue was resolved by sending the customer a new pad.

Event description:
It was reported that the the hypothermia pad began to leak during preparation of the surgical center for a scheduled surgery. It was reported that there was patient involvement however no injury or medical intervention was reported. It was reported that the surgical procedure needed to be canceled and rescheduled for the following day.